Event description:
Additional information was received from the patient. They reported that the lead that snapped was the previous lead. A replacement was done, and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# va2e901 serial# implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product type lead section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported by the MRI tech that the patient claimed that they have a lead fragment. The caller indicated that the information they had was an op-note from 2021 in which the healthcare professional (hcp) pulled the lead and it snapped. Troubleshooting was not required. The issue was not resolved through troubleshooting. MRI information was reviewed with MRI tech.